Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating an out of box failure, when the chair was pulled from the box, the piece falls down due to the broken piece.